Manufacturer narrative:
B3 event date is approximate. The year of the event is confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were in a lot of pain and the issue had been going on for months. Patient (pt) noted they couldn't charge their implant and agent offered to troubleshoot with the pt. Pt declined and mentioned they were sent 3 replacements but issue didn't resolve which was why they were meeting with the healthcare provider (hcp)/representative. Pt called to confirm appointment. Agent reviewed information. The pt was redirected to their healthcare provider to further address the issue but pt mentioned they couldn't do that because it was after 5 and tomorrow would be too late. Additional information was received from a manufacturer representative (rep). It was reported that the pt has difficulty charging. The controller/recharger takes a long time to find the implantable neurostimulator (ins) battery. The controller gets stuck on the checking recharge quality screen. The controller will then connect and disconnects shortly after. When the controller is trying to find the ins the recharger is not making a clicking noise. The pt was sent a new controller by patient services. During the call the controller was trying to start a charging session and stuck on the checking recharge quality screen. The caller disconnected and connected the recharger and tried to start a charging session. The recharger displayed the excellent coupling status. During the call the pt can be heard stating that they are in so much pain. The rep indicated that the pt has been having neck, back and arm pain that is unrelated to the pain treated by the ins. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. Additional information was received from the pt. Pt reported the implant is not taking a charge for the last 5- 6 months. Pt stated they are in so much pain. Pt mentioned they were sent a new controller before because they had the same issue and the controller worked fine. Pt is requesting replacement devices. Pt asked to get the controller replaced. Pt stated it takes all day to charge the ins to 60% at excellent quality. Agent asked pt to connect with the controller and controller show implanted neurostimulators 60% and controller 80% charged. Patient service confirmed pt did not have a fall or trauma and pt said they fell when they first got it. Agent asked pt to start a charging session and getting excellent quality. Pt confirmed there is no visible damage on the recharger or controller port. Agent reviewed the external devices are functioning as intended and recommend pt consult with hcp office for next steps. The issue was not resolved. The pt was redirected to their healthcare provider to further address the issue. Call dropped while agent reviewing information. Agent called back and no answer.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back requesting to speak with a supervisor. Agent attempted to gather more information, pt stated they have been going through a lot the past year and no one bothered to "come" and check, pt stated they were currently in the hospital. Agent left voicemail yesterday to the patient for supervisor call back.